Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. Product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead product ID 97791 lot# (B)(4) serial# implanted:(B)(6) 2017 product type accessory, h6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Device code: c76126 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacture representative (rep) reporting that ¿when the patient had their device put in, they went into the surgery walking with a cane on (B)(6) 2017 and they came out of surgery in a wheelchair¿. They stated that it was now two years later and they were still in a wheelchair. They stated that they had the stimulator removed in new york about two months after implant on 2017-05-31, because the paddle was impinging on the nerve in their spine (the cord was being compressed), because it was too wide. The patient stated that they were calling because they wanted go on record to say that the manufacturer should compensate for the pain and suffering. The patient stated that after the device was removed they had to go to a rehabilitation facility for two months and they tried massage and pool therapy, but hey were still in a wheelchair almost two years later. They asked when the lead issue was discovered and they stated that the doctor found the issue after looking at an MRI on may 26th and then they had it taken out, but they stated that they didn¿t know when the lead issue happened, but knew it was sometime between the implant and (B)(6) 2017. The patient was redirected to their healthcare provider (hcp) for more investigation and reviewed that they could call pats if needed. It was reported that the lead issue occurred in 2017 and the patient was wheelchair bound since implant ((B)(6) 2017). No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6)2017 product type lead product ID 97791 lot# n671606 implanted: (B)(6) 2017 product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that was having difficulty walking and was experiencing atrophy. An MRI was taken and reviewed by the healthcare provider (hcp). The patient is getting explanted (B)(6) 2017. No further complication were reported. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient spoke with an expert eye witness that saw that the implanting surgeon used the wrong sized paddle lead during the implant. The patient wants to be compensated for their pain and suffering. No further complications are anticipated.